Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with two 375 cc mentor smooth round moderate profile prostheses and experienced bilateral capsular contracture postoperatively (grade unknown). The patient reports that her breasts are drooping and painful, and scar tissue is pulling. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.